Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(6) that balloon rupture occurred. The target lesion was located in a calcified artery. A 2.50mmx8mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.